Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that there were some wires exposed by the vibration box. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (damaged wires) has been confirmed. Upon receipt, the trunk cable was pulled out of the distribution node. Upon further investigation, it was also discovered that j702 connector in the distribution node was pulled off of the pca board. The root cause of the damaged belt cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.